Event description:
It was reported that a pump alarmed for a system error 105. The customer stated that the device will not be returned to baxter. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.